Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the shock was not issued. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Parent (B)(4) has been re-identified as a duplicate of (B)(4) and has been processed accordingly. Please refer to (B)(4)/child (B)(4) submitted on 08/04/2022 with received mdn no.: e0636219-13d6-11ed-9b2f-000032bd386f@hpp for the full investigation of this issue and this child (B)(4) is hereby made non-reportable to avoid repetitive regulatory reporting.